Event description:
Reporter received info that two leads were removed from service due to a sensing problem. Rate sensing electrogram revealed problems with the rate sensing system. Leads were capped.